Manufacturer narrative:
This report is submitted on april 4, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [139232 - device analysis report reg.pdf]

Event description:
Per the surgeon, the patient underwent surgery on (B)(6) 2019 to explant the device due to incorrect placement of the device. The patient was reimplanted with a new device during the same surgery.